Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient's programmer reflects the error message: "ipg battery low". A company representative met with the patient for troubleshooting and confirmed the patient's ipg has reached end of life (eol). In turn, the patient will undergo surgical intervention to address the issue.

Event description:
Additional information revealed patient underwent surgical intervention wherein the ipg was explanted and replaced. Postoperatively, patient has effective therapy.